Event description:
It was reported that, "drill broke while drilling second costice. Piece retrieved. Mallet extension broke-at-threads at insertion point. Malleting was already finished."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.